Manufacturer narrative:
Device not returned to manufacturer for evaluation.

Event description:
On (B)(6) 2014 patient (B)(6) had an acdf at c5 to c7 using the irix-c fusion system; cervical implant and self drilling screws. On (B)(6) 2015 the patient had a follow up visit at (B)(6) hospital where imaging studies were done. Patient is alleging that there was a screw fractured at c5 to c6 and c6 to c7. Due to the alleged screw fracture the patient had a revision acdf on (B)(6) 2015 to remove the allegedly broken hardware.